Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that the extension arms were not used according to the op-technique. By trying to place the extension arms intra-orally for a ramus distractor, the arms got bent beyond 180 degrees and snapped off from the chain links.

Event description:
It was reported that during a surgery, the extension arms broke. The distractor device was placed on the mandibulary ramus so there was very little space to place extensions arms intra-orally. All parts were retrieved and returned. This is report 2 of 2 for complaint (B)(4).